Event description:
It was reported that the patient still felt the sensation in all three programs, but was not having the type of success she did in the past. There is no known accident/incident related to this; although, the patient had recently road the rides at disneyland. An impedance check revealed greater than 4000 ohms on some bipolar pairs, 02 and 03, as well as a repeating value. The impedance test was re-run at 2.0 v, 270 pw, with the following values: c0=2213 ohms, c1=1111 ohms, c2=1111 ohms, c3=1111 ohms, 01=2085 ohms, 02= >4000 ohms, 03=> 4000 ohms, 12=1111 ohms, 13=1147 ohms, and 23=1111 ohms. Additional information received reported there was no known cause for the event, and the patient was set on new programs where she felt the stimulation vaginally. The patient was going to try these new programs to see if it gets better and it was noted that nothing had been explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v906470, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).